Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, the insulin pump passed functional tests including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. The insulin pump had cracked battery tube threads, corroded battery tube, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The blood glucose reading was unknown. The threading on the battery compartment on the insulin pump was slightly cracked. The battery cap contacts were not missing or damaged. The battery compartment and spring were not corroded or damaged. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.